Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device upgrade procedure the physician made multiple attempts to pass a stenosis in the subclavian vein with a new right atrial (ra) lead. The physician examined lead and noted an insulation breach. The lead was removed and the physician utilized the existing ra lead still implanted from the previous device system. No patient complications have been reported as a result of this event.